Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0gn9v, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device battery is dysfunctional and the patient is 91 years old and was determined that it is too risky at his age to do surgery to replace battery. There were no further complications reported.